Event description:
Patient has concerns of infection x2 months having drainage, breast changes and having to take antibiotics for open wound. Patient is being referred for relocation of generator due to migration. Chronic wound on under surface of the breast. Will need removal of the device with relocation on the upper chest wall. It was reported that patient noticed a cyst at her generator incision site. It started to progress so she went to the primary care physician. The patient states that the incision is open and the generator is visible. The generator has migrated to the lower breast area and is exposed. Patient is referred her to a breast surgeon and would like surgeon to attend the case to have patient¿s vns generator removed and relocated to another area on the chest. The generator was outside of her body and her mom had taped the generator to her chest. The area where it had extruded from the skin was very infected. The surgeon pulled the leads back up through the breast. We attached the generator and lead impedance was fine. She reports there was a breast surgeon present and she noted she¿s not sure how this happened since there are tissue planes that should¿ve stopped it from migrating. The only cause they could think of is the original implant was when she was 4 years old and now she¿s an adult. They think maybe her original implant was placed in a tissue plane that as she got older it migrated. The previous battery change incision was in the normal place; a few inches medial to the armpit. Return of the generator is not needed for investigation. No additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the believed cause of the migration is patient anatomy. The generator was properly secured with a non-absorbable sutures when originally implanted.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .)

Event description:
It was reported that the patient's leads are not extruding, but still are scheduled to be removed. The physician reports that the leads are migrating due to another infection, this time at the lead site. Despite what is reported earlier within the report. No generator was re-implanted in the patient after explant and physician speculates that this could be the cause of what was reported as extrusion (as the leads are hanging freely) no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was noted that the patient's lead was removed. The device will not be retuned for analysis as the explanting facility is noted to not return explanted products. No other relevant information has been received to date.